Manufacturer narrative:
Reference MFR's report(s) : 3006524618-2012-00324.

Event description:
It was reported that the physician performed a wrist scope with tfcc on (B)(6) 2011. During the procedure, the physician utilized a microcap arthrowand and quantum 2 surgery system. Incisions were made in the pt's wrist for the entry of the wand, saline and suction. A needle was inserted into the pt's wrist and suction was hooked up to the needle, so that outflow was achieved from the shaver during the ablation. The physician was using a 6-litter saline bag with gravity, hung approximately 8-10 feet above the pt; there was no added pressure on the flow. The physician used the ablation set point of 2 during the entire procedure. The procedure was ultimately completed successfully without complication. Approximately 7-weeks post-operative, the tendon which connects to the small finger had "popped." It was reported that the pt could not extend his pinky finger. A second procedure was performed on the pt's wrist on (B)(6) 2012. The physician alleged the tendon damage was the result of the thermal heat generated from the coblation technology.